Event description:
In 2007, the lay-user/patient reporter contacted lifescan (lfs) alleging that the one touch ultra is missing segments from the display. The patient indicated that the reported issue started approx four months earlier. Since then, he claimed he has been guessing his blood glucose level and has had symptoms described as "dizziness and frequent urination." The patient did not take any action in regards to diabetes treatment and did not require medication intervention. The patient was not tested on any other meter. It would have been helpful to obtain the following info: testing frequency, diabetes medication regimen, date and time of symptoms, and any recent changes to testing frequency and diabetes medication regimen. During troubleshooting, the reported issue was not resolved. This complaint is being reported because the patient alleged he developed symptoms that can be suggestive of hyperglycemia after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.